Event description:
The customer observed higher than expected results for the architect ipth assay generated from several patient samples. The customer compared the architect results with the results generated with the roche method and reported out the results generated by roche as they were expected. It was indicated that the results were used for individual patient management. However, no impact to patient management was reported. One patient sample (sid (B)(6)) generated a result of 8.06 pmol/l with the architect which was repeated at 4.63 pmol/l with the roche method.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.